Event description:
Reporter noted posterior capsule rupture occurred during I/a max mode with 0.3mm 45 degree tip (356-1010). No intervention reported. Intraocular lens was implanted. Feels there was no impact on visual function post-op.